Event description:
Called to bedside by primary nurse for alarm "check iap catheter" at approximately 1245. No balloon inflation or deflation noted, all other trigger waveforms present and no change from previous waveforms. Patient reporting no change in signs/symptoms, no increased pain. Notified ICU (intensive care unit) provider and cath lab immediately. Cxr (chest x-ray) ordered. Repositioned patient, removed pillows, placed supine - alarm resolved, balloon resumed functioning. Cpu (chest pain unit) rn (registered nurse) and ICU md/np (doctor/nurse practitioner) at bedside to examine patient. Later reported that iabp (intra-aortic balloon pump) balloon ruptured, patient returned to cath lab.